Event description:
During a standard treatment a dental electrical handpiece got hot but did not cause any injury. Dr noticed that the temp increased and interrupted treatment. Dental office does not recall the pt's name, hence the pt data are not available.

Manufacturer narrative:
The analysis did show that the bearings have been gritty. In addition the head had several dents around the backcap. This caused the back cap button to stick in which caused internal friction and as a result the strong increase of temp. During the test run the heat up was reproducible. The user instruction requires a visual and functional insp prior to each treatment which shows if device is running out of spec and is hence mandatory. Reported due to the 2 year presumption rule.